Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional te) has been confirmed. As received the belt failed incoming functional testing. Upon investigation, the cable connecting the two rear therapy electrodes was pulled from the strain relief, damaging the cable wires. The cause of the failure was the damaged cable. The root cause for the pulled cable was excessive force. No adverse event resulted from the damaged cable.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the therapy electrodes were non-functional.